Event description:
Exploded after opening the box [product physical issue]. Device was leaking [device leakage]. The red caps were not staying on [device issue]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of adverse events product physical issue, device leakage, device issue, and no adverse event in a 44-years-old male patient (race was not reported) from the united states. The patient's age at the time of event experience was not reported. On (B)(6) 2025, amneal pharmaceuticals received information from the patient via an email concerning above-mentioned event experienced by the patient while on amneal's adrenaclick (epinephrine auto-injector). Follow-up (#1) information received on 19-sep-2025. Significant information received from patient via an email. Additional information included reporter¿s details (address and phone number), patient details (age, gender, height), event description, event occurrence date and therapy dates was added to the case and narrative was updated. On an unknown date, the patient was being treated with epinephrine auto-injector 0.3 mg (ndc: 0115-1694-49, lot no: g250607x, expiry date: 28-feb-2027 and serial number: (B)(6) (dose, route, frequency and therapy dates were not reported) used for an unknown indication. Concurrent conditions, co-suspect medication, concomitant medications, medical history, allergy, history of procedures, smoking, alcohol consumption, recreational drug use, and laboratory tests were not reported. On (B)(6) 2025, patient purchased this product from the pharmacy. On (B)(6) 2025, one of them exploded after she opened the box; she had to throw it away because it was leaking. When she checked the other one, she noticed that the red caps were not staying on. Last action taken with epinephrine auto-injector in relation to product physical issue, device leakage, device issue and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of product physical issue, device leakage, device issue and no adverse event were unknown. The reporter did not provide causality of events product physical issue, device leakage, device issue, and no adverse event with epinephrine auto-injector. This case was considered as serious. The reportability of this case was expedited.

Event description:
Exploded after opening the box [product physical issue], device was leaking [device leakage], the red caps were not staying on [device issue], no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of adverse events product physical issue, device leakage, device issue, and no adverse event in a 44-years-old male patient (race was not reported) from the united states. The patient's age at the time of event experience was not reported. On 17-sep-2025, amneal pharmaceuticals received information from the patient via an email concerning above-mentioned event experienced by the patient while on amneal's adrenaclick (epinephrine auto-injector). Follow-up (#1) information received on 19-sep-2025. Significant information received from patient via an email. Additional information included reporter¿s details (address and phone number), patient details (age, gender, height), event description, event occurrence date and therapy dates was added to the case and narrative was updated. On an unknown date, the patient was being treated with epinephrine auto-injector 0.3 mg (ndc: 0115-1694-49, lot no: g250607x, expiry date: 28-feb-2027 and serial number: (B)(6) (dose, route, frequency and therapy dates were not reported) used for an unknown indication. Concurrent conditions, co-suspect medication, concomitant medications, medical history, allergy, history of procedures, smoking, alcohol consumption, recreational drug use, and laboratory tests were not reported. On (B)(6) 2025, patient purchased this product from the pharmacy. On (B)(6) 2025, one of them exploded after she opened the box; she had to throw it away because it was leaking. When she checked the other one, she noticed that the red caps were not staying on. Last action taken with epinephrine auto-injector in relation to product physical issue, device leakage, device issue and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of product physical issue, device leakage, device issue and no adverse event were unknown. The reporter did not provide causality of events product physical issue, device leakage, device issue, and no adverse event with epinephrine auto-injector. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#2) information received on 03-oct-2025. New information received includes qa investigation report, attached with this case. The comprehensive investigation into complaint (B)(4) concerning an alleged defective epinephrine injection usp auto-injector has demonstrated that all manufacturing processes, quality controls, and release testing for the implicated lot: (g250607x) were conducted in full compliance with established standards and specifications. For lot: g250607x, in-process testing was performed on 200 units, and final release testing was completed on 50 composite units. In all cases, devices met or exceeded all functional, dimensional, and performance criteria, with no anomalies or deviations identified that could explain the reported complaint. Evaluation of retained samples confirmed that the devices operated as intended, with no mechanical or functional defects observed. Historical complaint data and trend analyses further support the robustness and control of the product and manufacturing processes, as evidenced by a low frequency of similar complaints. Although the precise root cause of the reported therapeutic failure remains undetermined due to limited information from the complainant, the investigation suggests that user or operator factors may have contributed. Overall, the investigation affirms the quality, reliability, and safety of the product and manufacturing systems. No corrective actions are warranted at this time. Continuous quality assurance and monitoring will continue to ensure product efficacy and patient safety. Last action taken with epinephrine auto-injector in relation to product physical issue, device leakage, device issue and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of product physical issue, device leakage, device issue and no adverse event were unknown. The reporter did not provide causality of events product physical issue, device leakage, device issue, and no adverse event with epinephrine auto-injector. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.